Manufacturer narrative:
The qc data was requested but not provided. However, the customer verbally indicated that the qc data was acceptable. Upon investigation of submitted data, a general reagent problem can be excluded because the provided calibration data were within specifications. The provided calibration signals were slightly higher than expected but did not appear to affect the performance of the calibration. The alarm trace and pre-analytical data did not indicate an issue. No further issues were reported by the customer. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The sample probe was replaced. Verification tests were performed with acceptable results. The customer reran the patient sample and no result discrepancy was noted. No further issues were reported by the customer. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys estradiol iii assay result for one patient sample tested on a cobas 6000 e 601 module. The initial result was reported outside of the laboratory. The result was questioned by the doctor which prompted a rerun of the sample. The patient's sample was then reran for four times. The repeat results correlated with the patient's condition. The initial estradiol result was <5 pg/ml with a data flag. The first repeat result was 1556 pg/ml. The second repeat result was 1608 pg/ml. The third repeat result was 1573 pg/ml. The fourth repeat result was 1597 pg/ml. The fourth repeat result was deemed correct. The reagent lot number is 56672601 with an expiration date of 31-aug-2022.